Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air and venous air alarms occurred at the start of a routine hemodialysis treatment. The operator was unable to resolve the alarms. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator discontinuing treatment without performing rinseback. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Facility staff attributed the air alarms to issues with vascular access needle cannulation. The cycler alarmed appropriately. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Add'l training has been provided regarding proper alarm responses. Ther have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.